Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, only seven hours of data is recorded and suspect early dislodgement. Product is excreted by patient and not returned. Due to the alleged device malfunction, a repeat procedure will occur in december. No other known adverse events were reported.